Event description:
The customer reported that their bed to bed overview did not alarm and a patient died.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to troubleshoot the issue. The fse pulled the audit logs and noted that their was a critical bradycardia alarm and an asystole alarm that occurred at 19:36. The fse then looked within the log viewer and found that the bed to bed overview session was opened from several monitors to the deceased patient. The patient monitor went offline according to the clinical audit log at 19:42. There was no malfunction of the philips device. The fse checked the audit logs and found that the system was alarming as intended during the time frame of the reported death. The fse then tested the caregroups and confirmed that everything was in working order. The customer was provided with the fse's findings which resolved the issue.

Event description:
The customer reported that their bed to bed overview did not alarm on january 26th, 2022 around 19:40 and a patient died.